Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority (case# (B)(4)) in (B)(6) on 09-mar-2016 who had essure (fallopian tube occlusion insert) inserted in 2015 as definitive contraceptive. She reported that since 2015 she has been presenting vaginal hemorrhages, uterus contractions, and pain while having sexual intercourse. All the events have gotten worse. She had gone to urgencies, but she has not received any treatment for the events. She denied any other disease. All the events were considered as related by consumer. Quality safety evaluation received on 30-may-2016: ptc global number (B)(4). In this case, no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Follow-up received on 10-jun-2016 from consumer via regulatory authority ((B)(4)) (upgraded to incident): it was reported that on (B)(6) 2016 essure was removed by laparoscopy and she got notable improvement. Follow-up information received on 16-jun-2016: translation was received, but no new clinical information was provided. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-jun-2016 for the following meddra preferred terms: vaginal haemorrhage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had vaginal hemorrhages after essure (fallopian tube occlusion insert) insertion. Essure was removed around a year later and she improved notably. This event is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, limited information was provided. Nevertheless, given event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition, the events uterus contractions and pain while having sexual intercourse were reported. This case was regarded as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.